Event description:
The physician used a cook endoscopy web extraction basket during an ercp procedure with stone extraction. The basket wires broke at the lithotriptor handle while attempting to fracture the stones. Hemostats were used to rotate the basket wires to facilitate fracture of the stone. The physician was able to remove the basket and the stones without sending the patient to surgery. No portion of the basket had to be retrieved from the patient. No additional medical procedures were required due to breakage of the basket wires. No adverse effects on the patient occurred due to this occurrence.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. The information provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The instructions for use of the conquest lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the conquest lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed this lot met manufacturing specifications prior to distribution. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.